Event description:
A patient was treated with two gore excluder endografts and eight endoanchors to exclude and infrarenal abdominal aortic aneurysm (aaa). Two excluder grafts were placed, on inside the other, to create an in-situ aorto-un-iliac (aur) configuration. Two endoanchors were placed successfully in the aortic neck within the first endograft. Following creation of the aui with the second graft, an additional six endoanchors were placed unremarkably. A completion angiogram demonstrated successful exclusion of the aaa. Following endograft and endoanchor deployment, aptus and gore representative at the case left the operating room. A surgical femoral-femoral bypass was then performed to perfuse to contralateral circulation. The patient was transferred from the operating with no reported complications. Within hours of the procedure being completed, the patient experienced a sudden drop in blood pressure. The patient was returned to the operating room for emergent exploratory abdominal surgery. It was discovered that the celiac artery was dissected, leading to a bowl infarct, from which the patient died.

Manufacturer narrative:
There was no alleged device malfunction or defect during the procedure and the disposable devices were discarded in the operating room. It is unknown if the patient had an autopsy, and if so, if the endoanchors were explanted. No devices were returned to aptus for evaluation.